Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had high blood glucose and was not able to hear pump clicks. Troubleshooting was performed. The lead screw made a complete rotation. However, the insulin pump did not pass the high-pressure test and an error alarm.